Event description:
It was reported that this implantable cardioverter defibrillator (crt-d) exhibited low amplitude, high pacing thresholds and undersensing on the right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.